Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the investigation lot number is unknown. Visual/microscopic inspection: the sample was not returned; therefore a visual/microscopic inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged unsuccessful retrieval attempts. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current eclipse vena cava filter instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three weeks post vena cava filter deployment, two separate attempts to retrieve the filter were unsuccessful allegedly as a result of the device. No additional information was received in relation to the reported event. The status of the patent was not provided.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was taken to the operating room and was prepped and draped in normal sterile fashion. The right femoral vein was accessed and the filter deployment sheath was advanced. A vena cavogram demonstrated an adequate sized vena cava with no thrombus and normal flow. The renal veins were marked and the filter was deployed without complication. Completion venogram demonstrated good flow without thrombus. The sheath was removed and pressure was held at the site. The patient tolerated the procedure well. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was deployed successfully. Completion venogram showed good flow without thrombus. There was no alleged deficiency within the medical records provided. The investigation is inconclusive for the alleged unsuccessful retrieval attempts. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - do not attempt to remove the eclipse filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three weeks post vena cava filter deployment, two separate attempts to retrieve the filter were unsuccessful allegedly as a result of the device. No additional information was received in relation to the reported event. The status of the patent was not provided. New information received - medical records were received and reviewed. The patient had an inferior vena cava filter deployed successfully in an infrarenal location. Completion vena cavogram demonstrated good flow without thrombus. The patient tolerated the procedure well. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was provided, a review of the device history records is currently being performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was taken to the operating room and was prepped and draped in normal sterile fashion. The right femoral vein was accessed and the filter deployment sheath was advanced. A vena cavogram demonstrated an adequate sized vena cava with no thrombus and normal flow. The renal veins were marked and the filter was deployed without complication. Completion venogram demonstrated good flow without thrombus. The sheath was removed and pressure was held at the site. The patient tolerated the procedure well. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Labeling review: the current IFU (instructions for use) states: warnings: do not attempt to remove the eclipse filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three weeks post vena cava filter deployment, two separate attempts to retrieve the filter were unsuccessful allegedly as a result of the device. No additional information was received in relation to the reported event. The status of the patent was not provided. New information received - medical records were received and reviewed. The patient had an inferior vena cava filter deployed successfully in an infrarenal location. Completion vena cavogram demonstrated good flow without thrombus. The patient tolerated the procedure well. No additional information was provided in the medical records received.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided. Approximately one month post filter deployment, filter explant was attempted. An inferior vena cavagram demonstrated that the filter was just above the iliac bifurcation with clot in the left iliac system. Because of the tortuosity of the left internal jugular vein, a 9f sheath was placed into the vena cava and it was able to advance it to the left above the level of renal but unable to advance it downwards towards the filter. The procedure was aborted. Approximately three days later, another attempt was made. A previous venogram demonstrated malposition of the filter at the iliac bifurcation and attempts at retrieving it via the right internal jugular vein was unsuccessful. Now, access was again gained via the right internal jugular vein. Using 2 different types of snares, it was not possible to retrieve the hook of the filter and unable to recapture that after several different maneuvers. Then it was tried to pass a balloon past the filter to allow for it to change in position, but it was unable to move the filter. The procedure was eventually aborted. Therefore, the investigation is confirmed for filter malposition and retrieval difficulties. However, the investigation is inconclusive for filter migration. During the first retrieval attempt, there was no report of additional issues with the filter; therefore, it is possible that the unsuccessful retrieval attempt contributed to the filter malposition. However, based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated at the iliac bifurcation. The device was removed after two attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.